Event description:
It was reported that during implant procedure, the atrial lead tested fine through the psa prior to suture. After sutured, the lead exhibited no sensing, no capture, and low impedance. The lead was tested unipolar on both the tip and ring but exhibited same results. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
The patient was in stable condition and there were no complications.

Manufacturer narrative:
(B)(4).